Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings/ brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On 09/23/2025, at approximately 7:00 pm pt, the patient was dining at a restaurant with family and friends when she noticed a "brief sensor issue - no readings" alert from her dexcom g7. Despite the lack of glucose readings from the sensor, her omnipod 5 continued to infuse insulin. The patient could not recall how long the sensor displayed the error. Shortly after noticing the issue, she lost consciousness, prompting her friend to call emergency services. The ambulance arrived around 7:20 pm. The patient described feeling disoriented and having fuzzy memory of the events. According to her friend, first responders measured her blood glucose via fingerstick, which showed a critically low reading of 24 mg/dl. She was administered one glucose tablet and two glucose shots. Throughout this episode, the dexcom g7 continued to show no readings. The patient was transported to the hospital by ambulance. She is unable to recall the time of arrival, the treatments administered, or whether her dexcom readings resumed during her hospital stay. The only additional detail she could provide was that she was discharged around 10:00 pm, though she does not remember her glucose level at the time of discharge. Her husband drove her home. At the time of the report, the patient was okay. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.